Manufacturer narrative:
Additional information received stating there is a massive thrombus on the pump at the outlet.

Manufacturer narrative:
The pump is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 82-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, the impella was inserted but was noted to be underperforming due to clot. Repositioning did not resolve the issue, so the device was removed. A new impella cp was inserted; however, the family subsequently withdrew care, and the patient expired a few hours later. The impella is being conservatively reported for death; however, is not likely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient, dependent on vasopressor support, in cardiogenic shock, complicated by stage e shock.

Manufacturer narrative:
The complaint coding was updated to appropriately reflect the reported event. As a result, h6 health effect - clinical/impact and medical device problem coding were updated, corrected accordingly. Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D3 manufacturer fax was omitted during initial report. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the low or blocked pump flow was most likely due to biomaterial, but the cause or mechanism of entry of biomaterial is not determined due to no data logs and insufficient clinical details.